Event description:
Patient here for robotic prostatectomy retropubic radical with nerve sparing by dr. [Redacted]. When scope was being placed through the universal seal "toilet seat" upon first entry they noticed a black piece of rubber inside the patient. The piece of rubber was removed with the piece fully intact, and a methodical sweep of the cavity was performed by the surgeon with no other pieces found. Surgeon continued the surgery without any complications. After the procedure the piece of rubber was compared to the missing piece under the universal seal and both pieces matched with no other missing parts and surgeon confirmed. The company was notified. Per reporting contact, "per reporting contact, the company was made aware of the issue and came into the hospital the next day. There was no patient harm, but we cannot return to mfg [manufacturer] because the product was tossed out after the surgeon examined the product into a sharps container." Manufacturer response for prostatectomy device, (brand not provided) (per site reporter). The company was made aware of the issue and came into the hospital the next day.